Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received questionable results for one patient sample tested for cholesterol gen.2 (chol), triglycerides (trig), hdl-cholesterol plus 3rd generation (hdl), and ldl-cholesterol plus 2nd generation (ldl). Of the mentioned tests, the sample had erroneous results for trig and hdl. The sample initially resulted as 232 mg/dl for trig and 60 mg/dl for hdl. The initial results were reported outside of the laboratory. The sample was repeated and resulted as 134 mg/dl for trig and 35 mg/dl for hdl. The patient was not adversely affected. The trig reagent lot number was 607113, with an expiration date of 12/30/2015. The hdl reagent lot number was 601114, with an expiration date of 01/30/2016. A service representative checked the analyzer fluidics for leakage and could not find any. The washing station for the probes was found to be working correctly. It was noted that probe c appeared to be sticky, so this probe was replaced.

Manufacturer narrative:
A specific root cause could not be determined. The instrument alarm trace provided for investigation showed regular occurring clot detection alarms. It is assumed that the event was caused by and issue related to pre- analytic handling of the sample as only one patient sample was affected.